Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Explanted device has been received at hq. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Explanted device has been received at hq. The user has been re-implanted.